Event description:
Event description guidant received information that the patient with this pacemaker died. The patient's physician suspected that the device had exceeded the longevity, however, it was uncertain if the patient experienced cardiac arrest due to the pacemaker ceasing to pace because of end of life, or if the pacemaker stopped pacing due to the external shocks that the patient received in an attempt to revive the patient prior to reaching the hospital. It was noted that upon presenting to the emergency room, the patient had a ventricular escape rhythm at a rate of 53 bpm and disassociated atrial tachycardia.